Manufacturer narrative:
The lens was returned posterior surface up in the lens case. Viscoelastic was observed on the lens. The lens was cracked on the edge on opposite sides. This damage was angled to the travel path. This damage was similar in appearance to damage that can occur with a plunger override. A small scuff was also observed near the other haptic optic or junction. This may have occurred during the removal. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the optic damage could not be determined. The optic was cracked on opposite edges, angled to the travel path. This damage was similar in appearance to damage that can occur with a plunger override. The instructions for use (IFU) instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. Important the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the surgeon loaded the lens without issue and it seemed to advance just like normal. When the surgeon inserted the lens in the eye, she said she noticed a little resistance advancing through the cartridge. When it started to unfold in the eye surgeon noticed what looked like full thickness cuts through the body of the lens near the leading haptic. The surgeon didn't notice these when loading it (although it's so small it would be hard to see without the scope). Additional information has been received and stated that the intraocular lens was removed during the initial procedure and replaced with the unspecified iol with the same diopter.